Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Additionally. It was reported the pump lock screen could be seen while the pump was unlocked. The customer's blood glucose was 200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.